Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.44mm. The grips were not cracked. Additional observation: the clip applier instrument failed the clip test due to misapplication of the clip. The clip could not be installed onto the grip tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of loss of functionality to apply a clip are attributed to either a damaged grip cable or misaligned grips or bent grip tips. In this case a further inspection did not revealed any problems with the grip cables or grip tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument did not mount clips. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the defective instruments were returned. The clips could not be put on.